Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00219 on 17-oct-2023. Additional information (26-oct-2023): siemens further evaluated the event and concluded that improper reagent mixing in the cuvettes due to the reagent probe ultrasonics not being aligned potentially contributed to the falsely depressed valproic acid (valp) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely depressed valproic acid (valp) result was obtained on a patient sample on dimension exl with lm instrument. Quality controls (qcs) recovered out of ranges on the day of the event, but recovered within ranges before the affected sample was processed. The customer checked the reagent probe 2 (r2) nut, tightened the reagent probe, and replaced and aligned the r2 probe and checked the ultrasonics. The customer ran qc and a 5 test precision study for valp with a sample that had a concentration around 75 g/ml. A customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the ultrasonics sampler, calibrated the reagents, and performed alignments. The cause of the falsely depressed valp result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed valproic acid (valp) result was obtained on a patient sample on dimension exl with lm instrument. The erroneous result was reported to the physician(s). The sample was repeated on an alternate dimension instrument. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous falsely depressed valp result.